Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. Health professional refers to the veterinarian. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Placeholder.

Event description:
The user facility reports during an unknown veterinary surgical procedure on a canine, the quick coupling for k-wires made a loud noise. Reportedly the procedure was not delayed. The same device was used to complete the procedure with no further problem. No harm to the patient was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device used in a veterinary case. No patient information will be reported. The customers complaint that this device does not function properly was confirmed. A functional assessment was performed which confirmed that the coupler is damaged. This is due to normal wear over time.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.